Event description:
The thermogard xp ivtm system ((B)(6)) displayed multiple mid:09 (air trap assembly) error messages during the power-on self-test (post). Patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system ((B)(6)) displayed multiple mid:09 (air trap assembly) error messages was confirmed during functional testing and the archive data review. The root cause of the mid: 09 error was due a failure of the air trap sensor block due to liquid on the pcb board. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed many mid: 09 (air trap assembly) error messages; thus, confirming the reported complaint. The thermogard console failed the initial functional test due to mid: 09 error message. The air trap sensor block was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).